Manufacturer narrative:
The involved device was returned to the manufacturing facility for evaluation. The guidewire and guiding catheter, which were used in combination with the device, were not included with the returned sample. Visual inspection confirmed that the whole body of the wg lumen tube is torn. The tearing edge of the outer layer of the catheter body is likely stretched toward the distal direction. A review of the device history record indicated that there were no production related problems for this lot number. There is no indication that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information from the user facility, the appearance of the involved sample is consistent with the device coming in contact with resistance. When the aspiration catheter is pulled, leaving the gidewire in place it may form a loop between the aspiration catheter and distal exit of the guiding catheter. If the manipulator continued to pull the catheter in this situation resistance is felt. If catheter is pulled harder against resistance the guidewire tube may be torn under certain circumstances. The potential for such an event is addressed in the instructions-for-use. The IFU states: "warning: never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel perforation." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that during an aspiration of the lad the radiopaque distal marker sheared off the catheter. Follow-up communication from the user facility reported: there was resistance felt while withdrawing the catheter; they had to snare the device; the procedure was completed successfully; and the patient is reported doing "fine".